Event description:
It was reported a patient underwent a left knee revision approximately nine months post-implantation due to stiffness and tibial loosening.

Manufacturer narrative:
(B)(4). Medical devices: femur cemented cruciate retaining (cr) standard left size 8 catalog#: 42502606401 lot#: 64984297. Articular surface medial congruent (mc) left 10 mm height catalog#: 42512100810 lot#: 65048373. All-poly patella cemented 32 mm diameter catalog#: 42540200032 lot#: 65061518. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.